Manufacturer narrative:
Products used during the procedure were: sheath - medtronic 6f, wire - bmw, gc - medtronic, predilation balloon - sprinter. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263853 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Manufacturer narrative:
Pci was conducted in a highly calcified lesion in which crossing difficulty was experienced and the catheter ultimately separated. The physician used force to push the product which resulted in a kinked wire. The wire of the cypher select + 2.25x18 mm was broken into two pieces during retrieval. After the stent failed to cross the highly calcified lesion the physician pushed and that resulted in a kink formation in the wire. During inspection of the product by the operator, outside the patient's body, the kink further developed into a fracture and finally broke off. The procedure was completed using a competitor's product. There was no injury to the patient reported. There was no damage noted on the product prior to removal from its packaging. The sds was prepped according to the IFU. The sds appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. Excessive force was not applied to the device during withdrawal. One non-sterile cypher select + 2.25x18 mm was received coiled inside a plastic bag. It was separated (broken) in two at 21.8 cm from proximal end in the metal shaft area. Three kinks were found at 19.3 cm, 20 cm and 23 cm from proximal end. The stent was mounted in its original position between the marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. A crossing profile of the stent was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated as well as the body/shaft kink/bent were confirmed. The cause of the failures reported by the customer could not be conclusively determined. Should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to the event. Neither the DHR review nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The cypher select plus product is not distributed in the united states, however it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Event description:
The cypher select + 2.25x18mm stent could not cross the lesion. Addendum: additional information received on (B)(4) 2011 indicated that the wire of the cypher select + 2.25x18mm was broken into two pieces after retrieval from the patient. After the vessel was pre-dilated at 11atms the stent failed to cross the highly calcified distal left circumflex artery. During this time the physician pushed it and resulted in a kink formation in the wire. The sds was then removed from the patient while the stent was on the balloon and was pulled back inside the guide catheter. During inspection by the operator, outside the patient's body, the kink further developed into a fracture and finally broke off therefore there was no patient injury. The procedure was completed using a competitor's product. There was no damage noted on the product prior to removal from its packaging. The sds was prepped according to IFU. The sds appeared normal prior to inserting it into the patient. There was no resistance experienced while passing the stent deployment system through the guiding catheter. Excessive force was not applied to the device during withdrawal.